Event description:
It was reported to philips that the system was down and could not be used. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; vascular procedure was performed by the customer and philips has completed a good faith effort to get further information regarding procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not work. To resolve the issue, fse replaced the longitudinal potentiometer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.